Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine 5, 0 mg/ml at 5,2945 mg/die via an implantable pump for an unknown indication for use. It was reported that the "bump" alarm sounds and the logs show a motor stall. It was reported that when the physician update the pump the motor block remains. It is not known if the pump will be replaced. It was reported that there were unknown patient symptoms. The pump logs that were provided indicated that there was a motor stall on (B)(6) 2018 17:44. It was reported that it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was reported that programming and reviewing the logs were the diagnostics and troubleshooting that were performed. It was noted that a pump updated didn't solve the issue. The issue at the time of the reported was not resolved. It was further reported that no surgical intervention was planned and no surgical intervention had occurred. The patient status at the time of the report was unknown. There were no reported complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it was unable to be determined as to when the therapy not being effective started. It was reported that there were no contributing factors or likely causes that led to the therapy not being effective. It was reported that the reason that the pump will not be returned if explanted was because this is physician decision. No further complications were reported and/or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that no contributing factors of the motor stall were determined. It was noted t hat the motor stall was resolved now and the pump was working normally now in this moment. It was further noted that the pump will be explanted on a date to be determined not due to a pump issue, but because the therapy is not effective. It was reported that the pump would not be returned to medtronic. It was reported that the patient outcome was that the patient "refer" pain. It was reported that the patient experienced dry mouth as a result of the motor stall. No further complications were reported and/or anticipated.